Event description:
It was reported that: during an open heart surgery, when the auto/manual selector valve was placed in the manual position, the gas was delivered to the bellows. When placed in the auto position, the gas was delivered to the bag. An ambu bag was used to ventilate the pt while the auto/manual selector valve on the anesthesia machine was replaced. The pt was ventilated with the anesthesia machine for the remainder of the case.